Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient reported on (B)(6) 2019 they were getting stimulation near their shoulder blade and it was painful. It was also noted the neurostimulator had migrated. They turned the stimulator off to temporarily suspend the therapy and was scheduled for an evaluation. On (B)(6) 2019, they reported the car accident and an examination revealed increased axial spinal pain and a painful range of motion, secondary to the device malfunction and car accident. The patient reported they were experiencing electrical shocks, tingling, and stinging in their upper, right thoracic region. Programming revealed the left lead was not functioning. It was also reported that the patient had increased pain and changes in stimulation following the car accident. An x-ray on (B)(6) 2019 revealed that the leads had migrated and device data revealed one lead was not functioning. The plan was to replace the leads, as well as the generator secondary to battery life, frequent recharging, and loss of efficacy. The patient had decreased therapeutic effect and decreased pain relief as of (B)(6) 2019. The frequent recharging was observed on (B)(6) 2019. All of the reported issues were resolved without sequelae as of (B)(6) 2019 after the devices were explanted and replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that after a car accident the patient had uncomfortable stimulation in new areas. An impedance check was run and all contacts were greater than 10000 ohms when using multiple different reference electrodes. Only the right lead was able to be programmed and the issue was not resolved at the time of the report. The indication for use was non-malignant pain.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient¿s programming was adjusted on (B)(6) 2019. They were able to regain the programming sensation the patient was used to at a different location on the right lead. The patient was going to try to the new programming as long as it remained effective. If there was any discomfort or loss of therapy the patient was going to notify their healthcare provider who would then take an x-ray and then decide on the next steps. The high impedance was not resolved.